Event description:
A micro drill medium straight attachment was sent for evaluation because a microaire bur was stuck in it. However, during quality testing, severe wobbling was noted. No adverse consequence was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the device.